Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited high shock impedance measurements of 170 ohms. Additionally, the device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. Further review of device data noted shock impedance measurements had been stable in the 170 ohms range for some time. Technical services (ts) discussed potential causes. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information has been received at this time. If information is provided in the future, a supplemental report will be issued.